Event description:
Plaintiff alleges being diagnosed as being allergic to latex from her exposure to latex medical gloves. She alleges she can no longer work as an anesthesia tech and is subject in the future to one or more anaphylactic reactions to latex products. As a result of the allergy she alleges that she has suffered substantial injury, pain and suffering as well as economic loss.